Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report. Also involved in this event is 1320-0011 lot# unknown one step conical reamer 15.5x350 mm.

Event description:
It was reported, after the case, the adapter would not disengage from the opening reamer.